Manufacturer narrative:
The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the cartridge tip was bent/deformed. The intraocular lens (iol) was observed stuck in thr cartridge. The customer's reported complaint was not verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge''s tip of a preloaded delivery system, model pcb00, ripped (cracked) when the intraocular lens (iol) started to advance (into the cartridge). The tear happened before patient contact. Another pcb00 was used. No further information was provided.